Manufacturer narrative:
Initial and final MDR 1994753- MDR 3003442380-2024-24016- device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced events of cannula issues with of five infusion sets. The cannulas were crimped. Event occurred on 31-jul-2024. Patient noticed symptoms within 3 hours of insertion. The insertion of site was thigh. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.